Manufacturer narrative:
Device evaluation summary: according to the information received, the patient was dissatisfied with the appearance of her right breast following implantation. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left breast capsular contracture, dissatisfaction with appearance of right breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(6 female patient who underwent a primary breast augmentation procedure with a (B)(6) breast implant 425cc gel breast prosthesis (left device) and a (B)(6) breast implant 400cc gel breast prosthesis (right device) developed (B)(6) capsular contracture in her left breast post implantation. Additionally, the patient was dissatisfied with the appearance of her right breast post implantation. As a result, the patient underwent bilateral explantation and replacement with a (B)(6) breast implant 350cc gel breast prosthesis and a (B)(6) breast implant 325cc gel breast prosthesis on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 03-nov-2023, mentor received additional information about the event. The patient developed necrosis in her right breast post implantation. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-jan-2024, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient was dissatisfied with the appearance of her implant and developed necrosis. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).